Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * when did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Please provide details for each of the 6 involved devices. --during use on the patient additional information was provided: there will be 34 devices returned for analysis, including 6 actual products and 28 sterile products from same batch. The surgeon refused to use the remaining 28 sterile products from the same lot and they will be returned for analysis. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a detached needle and a dispensed suture outside the foil packet were received for analysis. The swage and attachment area were noted as expected during the visual inspection of needle. The barrel hole was examined under magnification and remnant suture was noted. The suture was examined, and the end was observed to be broken. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product was returned to ethicon for evaluation. Twenty-eight unopened samples were received for analysis. In order to evaluate the condition of the returned samples, the packets were opened all. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues and examined, although the diameter of the suture in the tipping area was noted with significant difference in suture¿s diameter and coloration. The flex test on the sutures was performed, and it did not meet the requirements due to improper tipping, as the suture was breaking away from the swage area. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a maxillofacial surgery on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another five to continue the surgery, the same problem happened. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.